Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was alleged that the pump was off by five minutes per month. There was no indication that the product caused or contributed to an adverse event. This issue is being reported time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: during investigation, there was no evidence of unexplained time loss/gain observed in the black box. When powering on the pump, there were cs 069 alarms. The pump was unable to recover from the cs 069 after reboot. The original complaint was unable to be adequately investigated. (B)(4).